Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose had been high all day and he found the tubing connector was loose. He reconnected and later he noticed the tubing connector was loose again and the reservoir was low so he did a complete set change but received a no delivery alarm. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin exited. Customer was advised the insulin pump is working as designed and the alarm was caused by set/reservoir occlusion. Blood glucose value is unknown.